Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definite root cause could not be determined as the reported issue was no longer duplicated. Upon further evaluation it was determined that the scope connector was not damaged and may have just been wet when plugged in leading the initial reporter to think it was damaged as their were moisture stains inside. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center scope video connector may be damaging scope video paddles. There were no reports of patient involvement.